Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system exhibited oversensing. A new rate sense lead was added to the system, as the rate sense portion of the chronic lead was broken. During this replacement, the set screws could not be tightened down and the device was removed.